Manufacturer narrative:
The touch screen was replaced and the issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
Customer sent the v60 unit to the (B)(4) service center for routine periodic maintenance. The service technician during service identified that there was a difference in touch screen between touch position and response position and it could not be addressed with calibration. There was no patient involvement.